Event description:
A malfunction was reported on the pump by the caller, but no notable events occurred prior to this incident. There was no adverse impact to the customer's blood glucose level. After contacting technical support, the pump was reset successfully, and the caller was informed that they could continue using the pump. Instructions were provided to call back if the malfunction recurred, and these instructions were acknowledged and understood by the caller.